Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify, nor duplicate, the reported failure. The device powered up and delivered defibrillation energy without any discrepancies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that when powering on their device it would lock up during the boot up cycle and then power off by itself. In this state the device is inoperable and, as a result, defibrillation would not be available if necessary. There was no patient use associated with the reported event.